Event description:
Reporter stated that the surgeon inserted a model aa4204vf single piece silicone lens into the eye and the patient's capsular bag tore. The lens was removed without enlarging the incision. A vitrectomy was performed and an anterior chamber lens was inserted in the eye. The reporter stated that the lens was not damaged when it went into the eye.